Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event: unknown, samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned 3 (1 used, 2 unused) 4mm, 32 gauge nano pro pen needles from lot 0309967. The pen needles were attached to a test pen. The test pen was primed and saline was pushed through the system and out the distal tip of the pen needles¿ cannulas. No clogs were found in any of the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of even t: unknown. Samples : available.